Event description:
Information was received from a healthcare professional regarding a patient that was implanted with a neurostimulator (ins) for peripheral neuropathy. It was reported that the caller was calling from clinic that will be removing the patient's ins and leads and wanted to confirm the implanted components. Caller stated that the patient had ins implanted and per patient's wife the ins worked for six months and then it stopped working somewhere in (B)(6) 2011, the exact date was not provided. The patient had at least a reprogramming but it was unclear if the patient just stopped charging, lacked complete benefit or what exactly the issue was. The implanting doctor no longer worked at the clinic. Patient had a lack of benefit. No further complication were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the hcp only needed the information regarding what kind of leads were implanted in the patient. The idea was to explant. It was unknown when the explant would occur, or who would perform it; it was not going to happen anytime soon. It was unknown what the patient had done or not done as far as the interventions to save the machine. Patient was new to this facility/hcp and (patient) just wanted the device out. Patient was having other issues that was going to prohibit this (explant) from taking place any time soon. No further information was available. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient reporting that they hadn¿t used their ins in a long time because they didn¿t have a lot of luck with it¿. The patient further stated that they used it for the first year following the date of implant, but it ¿wasn¿t hacking it,¿ so the patient stated that they had ¿become frustrated and gave up on it¿. The patient further stated that this issue had been going on ¿pretty much¿ since doi, but later stated that this ¿probably¿ started in 2012. Additional information was received from a healthcare provider (hcp) on 2020-03-16, reporting that their college told them that the patient¿s device was not working and had not worked in three to four years. The caller was not sure what that meant as they did not speak with the patient directly. The specific date/month/year of the event was asked but was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.